Event description:
It was reported that an asymptomatic patient sent a merlin.net transmission with a notification alert for out of range high voltage lead impedance. The device was reprogrammed. It was recommended to bring patient into the clinic for further troubleshooting. The patient will be monitored with routine follow-up.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that the patient presented to the hospital with multiple shocks that were aborted during an episode of vf. Fortunately, the vf broke spontaneously. A message of possible low out of range, high voltage lead issue was displayed and it appears rv-can is the vector that is causing the low readings. Patient is stable. On (B)(6) 2018 a competitor sub-q was implanted and on (B)(6) 2018 the lead was explanted.

Manufacturer narrative:
External abrasion was noted at 0.9 - 1.2 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. The optim sheath was abraded in this location. External insulation abrasion was noted breaching an unknown lumen and the inner coil lumen at 0.8 -1.3 cm proximal to the suture sleeve tie impression. A pair of conductor cables was abraded and melted in this location. The cause of the reported event was isolated to the external insulation abrasion which is consistent with friction to the device can. Full breached insulation degradations were found at 7.5 ¿ 8.7 cm and 11.2-12.3 cm from the distal tip breaching the optim sheath only. The silicone insulation was intact in these locations.